Event description:
A user facility¿s registered nurse (rn) reported that a visible internal dialyzer blood leak occurred five minutes into a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t hemodialysis machine, alarmed appropriately with a blood leak alarm. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's registered nurse (rn) reported that a visible internal dialyzer blood leak occurred five minutes into a patient's hemodialysis (hd) treatment. The machine, a fresenius 2008t hemodialysis machine, alarmed appropriately with a blood leak alarm. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, multiple fiber fragments were noted between approximately 140° and 170°, with the dialysate ports situated at 0°, on the non-cavity ID end. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, the fiber fragments were confirmed and there were four found. The fragments measured approximately 2.54mm, 0.45mm, 0.05, in length from the potting surface, and one was flush with the potting surface on the non-cavity ID end. Opposing ends were not identified. There was no other damage or irregularities noted on the dialyzer. The dialyzer was not subjected to a laboratory leak test since this failure is known to impact the integrity of the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.